Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no capture at high outputs, low r-waves and occasional undersensing were observed. Fluoroscopy revealed the lead was dislodged around the tricuspid annulus. The lead was explanted and replaced. The patient was stable during the procedure, and discharged the day after the procedure.